Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor and urinary/bowel dysfunction. It was reported that they were advised after the procedure that their previous lead was not completely removed and a fragment was left behind. The patient stated they were confident in their ability to use the equipment. The patient also mentioned that the manufacturer representative (rep) advised them to leave the settings as they were and not make any changes for a couple of weeks. The agent reviewed MRI information and redirected the patient to their healthcare provider(hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2a26c); product type: 0200-lead; implant date (B)(6) 2020; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2a26c, implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor and urinary/bowel dysfunction. It was reported that they were advised after the procedure that their previous lead was not completely removed and a fragment was left behind. The patient was redirected to their healthcare provider(hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2a26c, implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-12 additional information was received from a healthcare professional. They reported that the cause of the lead being left behind was extreme scar tissue. They stated they took lots of time when removing the prior lead with careful dissection and multiple incisions made to put moderate vertical traction and under fluoroscopy. The issue was not resolved and no further action will be taken. They reported that the manufacturer representative was present at the procedure and the patient had a new device placed.